Event description:
The account alleged a pt cut their leg. According to the accounts incident report, "cna wrote that pt's leg was caught on bed when placing resident into bed." Pt's leg came in contact with the lower right corner towards the foot of the thigh deck. Pt was treated by having the wound cleaned, dried, derma-bond adhesive, steri-strips, and anti-biotic applied to right lower extremity.

Manufacturer narrative:
The technician inspected the bed and found no sharp edges or defects to the frame or finish. Bed had (B)(4) mattress installed at time of event.